Event description:
The customer contact reported that the device did not deliver. The device was programmed to deliver lactated ringers at a rate of 50ml/hr, with a volume to be infused (vtbi) of 1000ml, and delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted that the device display was incrementing; however, no drops were noted in the drip chamber. The customer contact indicated that the expected volume to have been delivered was 50ml; however, no IV fluid had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.9ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). A calibrated tubing set was used for testing per the device release specifications. Based on the data verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 125ml/hr with a volume to be infused (vtbi) of 119ml and the secondary line displayed a programmed rate of 500ml/hr with a vtbi of 0ml. The technology of the acclaim encore pump list #12237 does not contain a pump history that provides past programming settings. This report represents all the information known by the reporter upon query by hospira personnel.